Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: subsequent to the initial MDR, a correction is required. D4: UDI - (B)(4); d4: serial no - (B)(6); d4: model no - 9445-24; d4: lot no - 5320443.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a transmitter failed error occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).